Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15540. Related manufacturer reference number: 2017865-2021-15542. It was reported that the patient experienced infection due to vegetation on the leads. The implantable cardioverter defibrillator, right ventricle lead, and left ventricle lead were all explanted. Patient was stable.